Event description:
Left knee welled [joint swelling]. Trouble sleeping [insomnia], left knee painful/knee aches [arthralgia]. Case description: spontaneous report was received on (B)(6) 2012 from a (B)(6) male pt, (B)(6), with osteoarthritis of knee. The pt's medical history was not provided. On an unspecified date in 2012, approximately a month ago, the pt initiated treatment with synvisc one (hylan g-f 20), route and dosage regiment not provided, in both knees. The lot number for synvisc one was not provided. It was reported that the pt did not experience any pain or swelling for the first three weeks. On (B)(6) 2012, the pt's left knee swelled up and was quite painful. The pt complained that he had trouble sleeping due to pain and the knee ached all night. The pt stated that only the left knee was affected. The action taken with synvisc one was not provided. The outcome for the events of left knee swelled, left knee painful/knee aches and trouble sleeping was not provided. Concomitant medication included meloxicam. The intensity for the events of left knee welled, left knee painful/knee aches and trouble sleeping was not provided. Follow-up information was received on (B)(6) /2013, which upgraded the case to serious as intervention was required. The pt's medical history was significant for hiatus hernia. On (B)(6) 2012, the pt initiated treatment with synvisc one on an unspecified date in 2012, the pt was given cortisone for left knee swelling concomitant medication included nexium (esomeprazole).

Manufacturer narrative:
Follow-up information was received on (B)(4) 2012 in the form of qa (quality assurance) investigation results. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically resented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. MFR's comment: the benefit-risk relationship of the product is not affected by this report.